Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Product lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Were there any precipitating stress factors that could have contributed to the reported event? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy on (B)(6) 2021 and a barbed suture was used on the fascia. Post-op, a wound dehiscence occurred. The event was found about a week after the surgery when the stomach started to bulge from the inside. There was no problem with the surface of the suture, but the barbed suture used for the fascia had torn the tissue, causing the intestines to protrude. Organs were not exposed because the tissues other than the fascia were not dehisced. Reoperation was performed, and the abdomen was reclosed. There were no complications such as intestinal perforation or pancreatic juice leakage. Currently, the patient is on his way to being discharged successfully. No additional treatment is planned. The surgeon opined that a possible contributing factor may have been the amount of force used when tightening. Additional traction was applied after the suture. There is a possibility that the force of the traction was too strong. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/15/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? Male. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No. Were there any precipitating stress factors that could have contributed to the reported event? There is a possibility that the force of the traction of suture was too strong and that the young surgeon couldn't hold the tissue in the suturing. What is the physician¿s opinion as to the etiology of or contributing factors to this event? There is a possibility that the force of the traction of suture was too strong and that the young surgeon couldn't hold the tissue in the suturing. The following information was requested but unavailable: product lot number? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Other relevant patient history/concomitant medications? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.